Event description:
Caller reported issues with air bubbles and gaps in the infusion set tubing during pumping, specifically located between the t:lock and the patient. Customer blood glucose level was impacted, displaying as high, but a specific value was unknown. To address this, customer administered a correction bolus via the pump and changed the infusion set/tubing to resume normal insulin delivery. Customer was educated on ensuring insulin is at room temperature and completing the cartridge air removal step, and they acknowledged and understood these instructions. Issue was resolved without requiring assistance from a third party, and no issue was currently experienced by the customer.